Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) , 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2022. During the procedure, the axios stent was partially deployed. The puncture site created was closed with an ovesco clip and the procedure was completed as it was. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered and well.